Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an acu watchdog system failure error. During infusion, no patient harm.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The devices were visually inspected. There were no anomalies noted upon visual inspection. Review of the event history log (ehl) confirms the acu watchdog alarm. The probable cause of the reported issue was bad main board. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump passed all the validation tests after repair.